Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system and confirmed that the system will not boot up. The system logfile review shows malfunctioning of frontal ip-pc. To resolve the issue, rse instructed customer to press power button on host pc, after pressing host pc turned on normally but its showing exposure not possible message, again soft reboot was performed, system functioning normally, able to exposure and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system will not boot up. The device was outside clinical use at the time of the event. No patient harm was reported.